Manufacturer narrative:
(D10) reported concomitant device(s): 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6) 320-31-36 - glenosphere, 36mm: (B)(6) 320-35-02 - small superior augment glenoid plate: (B)(6).

Event description:
Approximately 1 year(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced aseptic humeral loosening of humeral component. The patient underwent fracture reverse revision with the reported removal of the torque screw, fracture humeral stem, humeral tray, humeral liner, and glenosphere. The outcome of this event is now considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The revision reported may be the result of the humeral loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices were not returned for evaluation and no images or radiographs were provided. D1: corrected. H6: corrected investigation clinical codes.